Manufacturer narrative:
The manufacturing record of the subject device was reviewed with no irregularity. This device referenced in this report has been returned to olympus for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
A scope communication error occurred during a laparoscopic assisted colectomy using the subject device. The user stopped the procedure as the image of the subject device on the screen disappeared. When the phenomenon occurred, the patient was being anesthetized and insufflated. The user was unable to restore the image from the subject device and the video system center (olympus, otv-s190) concomitantly used with the subject device, so the user replaced the subject device and the video system center with a similar system from a different company and completed the procedure. It was reported from the facility that moisture (it is highly possible to be isodine) had adhered to the inside of the connector of the video system center. When a local field service engineer connected the subject device to the subject video system center, error messages ¿e216¿ and ¿b30¿ were displayed on the screen, but when the local field service engineer connected the subject device to another system whose details are unknown, no error occurred. Four days later, the subject device was checked with another video system center, error message was displayed on the screen. There has been the device change reported but no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. This device referenced in this report has been evaluated by olympus medical systems corp. (Omsc). During the evaluation, the reported error message (b30, scope communication error) was displayed. The electric wires in the video connector were checked, but there was no open wire or cut on the wire found. There would be a cause in the video connector board because when it was warmed, the image of the subject device became normal. Based upon the evaluation, the exact cause of the reported event could not be conclusively determined, but the phenomenon might be caused by electrical short inside the video connector board when moistures were attached to the terminal of the video connector and electricity was turned on, or by ordinary wear and tear in the video connector board as it had been used over three and a half years.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".